Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Sta-4 the male prongs on the distal implant broke after surgery while implanted. A revision surgery was performed.